Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Returned segment of lead showed polyurethane insulation torn/cracked however it was unsure as to when it occurred. The insulation was opaque, yellowed, torn/cracked, around the circumference at the distal end of the terminal molding due to esc (environmental stress cracking); it cannot be determined if the lead damage occurred at explant, or prior to explant. Laboratory analysis confirmed reported allegation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the device changed out, this right ventricular (rv) lead was found out to have physical damage in the insulation and terminal end. Additional information was obtained indicating that the conductor was exposed and was confirmed visually. The right ventricular (rv) lead was surgically abandoned. No adverse patient effects reported.